Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event bilateral periorbital swelling, face and neck (pt: injection site swelling), was deemed to meet the serious criteria of required treatment to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00035550, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to the event.

Event description:
This case was linked to lssmv case number (B)(4), referring to the same reporter and the same reaction. This spontaneous report was received from a spanish physician and concerns a (B)(6) female patient (weight (B)(6), height 164 cm). She was injected with 1.5 ml of radiesse, on (B)(6) 2022. The batch record review was received and the lot number for radiesse was confirmed as a00035550 (expiry date 09/2023). A lot search in the global safety database was conducted. One vial of radiesse was injected. A cannula was used for the injection. The patient was diagnosed with covid-19 in middle of (B)(6) 2021, about a month from the date of this report. She was not vaccinated. On (B)(6) 2022, the same day after the radiesse injection, the patient experienced swelling bilateral periorbital, face and neck. The physician prescribed intramuscular corticosteroids (urbasón), topical corticosteroids, oral anti-inflammatory drugs and antihistamines with a favourable response and resolution of the condition until the day of this report. Adverse event ended on (B)(6) 2022. Due to the provided information, the outcome of the event was considered as resolved. Follow up information was received on 04-feb-2022: this case was upgraded to serious. The linking sentence was amended, the case number was corrected. It was confirmed that the patient was injected subcutaneously with radiesse into the middle and lower third for collagen stimulation. The technique used by the physician was a fan cannula. As reported, the patient was previously injected with radiesse, 3 weeks earlier. The patients medical history included breast cancer and an allergy to dust mites. As reported, the patient had no relevant medical history. Concomitant medications were reported as none. As reported, the patient had some reaction to the covid-19 infection. The outcome of the event was reported as not resolved, and was therefore changed from resolved. In the opinion of the reporter, the event was of severe intensity, and corrective treatment was necessary to avoid permanent damage. The physician did not evaluate the event in relation to the radiesse injection. The physician considered that the event was related to the infection with covid-19. Follow up information was received on 09-feb-2022: the outcome of the event remained unchanged. In the opinion of the reporter, a causal relationship to the treatment with radiesse, was not ruled out.